Event description:
A us distributor reported that a patient's monitor case was damaged and reported the monitor won't power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to debris buildup in the j1 battery connector. The root cause for the debris buildup was unable to be positively determined. No adverse events occurred from the monitor malfunction.